Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle failed to deploy during pod activation, indicating a needle mechanism failure. It was further noted that although the status of the pink slide could not be confirmed, the patient did not feel the needle insertion upon pod activation. Upon removal of the pod, the cannula was not visible. The pod was not worn. There was no impact on the patient's blood glucose levels reported.